Manufacturer narrative:
The devices can not be evaluated as they have not been returned to howmedica. Attempts to obtain the device and/or additional info have been unsuccessful.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patella.